Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned with the helix mechanism in an extended position, and visual inspection found dried body fluid in the helix housing. Resistance testing found the lead was not electrically continuous, and further inspection using x-ray imaging revealed a fractured conductor at the distal end of the lead. Based on the characteristics of the fracture, it was determined that it was consistent with ductile overload. Analysis concluded that the clinical observations of brady pacing not delivered when required, noisy signals, high capture threshold measurements and abnormal sensing were likely caused by the confirmed fracture.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant as during the procedure, it exhibited suboptimal sensing and threshold measurements despite several repositioning attempts. Additionally, noisy signals were observed on the pacing system analyzer (psa), and the physician was not able to pace. A different psa cable was used with unsuccessful results, so the physician made the decision to implant a different lead and optimal measurements were obtained. The procedure was completed, and no adverse patient effects were reported. The attempted lead was returned for analysis.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant as during the procedure, it exhibited suboptimal sensing and threshold measurements despite several repositioning attempts. Additionally, noisy signals were observed on the pacing system analyzer (psa), and the physician was not able to pace. A different psa cable was used with unsuccessful results, so the physician made the decision to implant a different lead and optimal measurements were obtained. The procedure was completed, and no adverse patient effects were reported. The attempted lead is expected to be returned for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.